Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was dead and would not turn on. A field service engineer (fse) reported that the device was completely offline. The fse disconnected auxiliary drawer 4 as the device could not be powered on while it was connected and replaced the controller board for the full height cubie drawer 4. The fse noted that the device could not be powered on when the drawer remained connected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system station was dead and would not turn on. Customer tried to restart the station, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.